Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked through a hole in the tubing. The leak was noted during infusion of parenteral nutrition when an unspecified infusion pump presented an air alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.